Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. A tear through the free margin and lunula of the right cusp appeared to be due to contact with the bias cloth along the outflow rail and/or a possible long suture tail. Remnants of glistening off-white pannus remained attached to the tissue and base stitching adjacent to all cusps, into the right non-coronary inferior coaptive area, and one to three millimeter (mm) onto all cusps, showing evidence of a reduced inflow orifice area. Traces of pannus remained attached to the sewing ring and stent posts. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. The analysis/investigation remains in progress. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that six weeks after the implant of this bioprosthetic valve, the patient presented with grade 2 aortic regurgitation which the patient's physician suspected was transvalvular. Six months after implant, the patient presented with heart failure and an echocardiogram showed grade 4 paravalvular and central aortic regurgitation. The valve was explanted and replaced with another heart valve with no adverse patient effects. The explanting physician suspected the increased regurgitation was the result of a gap between the valve leaflet cusps.

Manufacturer narrative:
Corrections were made to the device model number, evaluation coding, and the device expiration date. No new additional information was noted after the investigation results. (B)(4).